Event description:
Site contacted berlin heart ca on (B)(6) 2022 to report that the patient had elevated ldh levels, and the pump was exchanged due to concerns for hemolysis. The following lab values were reported: (B)(6) 2022: ldh 1552, (B)(6) 2022: ldh 1940, (B)(6) 2022: ldh 2364, (B)(6) 2022: ldh 2993, (B)(6) 2022: ldh 3821, plasma free hemoglobin - 180, (B)(6) 2022: ldh 4300, upper limit of normal values for this patient ldh 1300, plasma free hemoglobin <80, pump maintained completed fill and ejection. Site reported that a "chirping sound" had been noted from the pump since the implant. At the time of the change the pump was upsized from a 25 ml pump to a 30 ml pump. After the pump change there was no longer any chirping sound noted.

Manufacturer narrative:
The excor blood pump, s/n, (B)(4) on the patient at the time of the event was in use from 07/13/2022 until 09/26/2022 (54 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. As of (B)(6) 2022, the patient remains on the berlin heart excor system. Additionally, on (B)(6) 2022 the patient's ldh level was reported to be 1944, which is < 2.5 times the upper limit of normal therefore the hemolysis event is resolved.